Event description:
Device issue: suture came out of artery. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during deployment of the suture the entire suture came out of the artery with a piece of vessel tissue attached to the suture. There was no vessel damage reported, vessel tissue was felt to be subcutaneous tissue. Hemostasis was achieved using a hemostat patch and manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.